Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance. The physician intends to cap the pace/sense portion of the lead and implant new lead for the pacing and sensing. The high voltage portion of the lead will remain in use. No patient complications have been reported as a result of this event.